Manufacturer narrative:
The reported events of ¿unspecified capture threshold¿ and ¿unspecified parameters were not obtained¿ were confirmed. As received, a complete lead was returned with helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was overtorqued with three filars broken / separated consistent with procedural damage. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conduction paths due to the overtorqued inner coil inside the connector region consistent with procedural damage. The cause of the reported events was isolated to the inner coil being over-torqued in the connector region consistent with procedural damage at the time of the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had unspecified capture threshold issue and unspecified parameters were not obtained after several attempts of positioning the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.